Manufacturer narrative:
The hill-rom technician found both head end brake casters not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 and 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the head end casters to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician found the brakes not holding. The bed was located at a hill-rom service ctr not in use. There was no pt/user injury reported. (B)(4).